Event description:
It was initially reported by an eye care professional (ecp) on (B)(6) 2015 that his colleague was treating a patient who was diagnosed with a confirmed fungal (fusarium) infection, requiring a corneal transplant due to lack of response from unspecified treatment courses. Further information was received from the treating ecp on (B)(6) 2015 clarifying the physical examination findings. The date of event was confirmed as (B)(6) 2015, with the event occurring in the left eye; the patient reported adhering to the prescribed wear schedule for daily contact lenses and had worn the complaint contact lens for less than one day. The patient consulted the treating ecp as a second opinion and presented with severe pain, severe redness, and mucopurulent discharge. Physical examination findings included a 5.0 mm central corneal ulcer with a few peripheral infiltrates, a severe anterior chamber reaction (not specified), severe corneal staining at >50% of the corneal surface, and permanent scarring was noted. Visual acuity testing was performed, with the patient only able to see hand motion. A culture was performed, which was positive for fusarium; the patient was diagnosed with fungal keratitis. The patient was initially treated with unspecified antibiotics and unspecified antifungals, but was ultimately referred for a corneal transplant due to a lack of response to these treatments. The corneal transplant was performed on (B)(6) 2015. It is reported that the patient is doing ¿great¿ post-transplant, with the visual acuity improving to 20/80 in the affected left eye. The patient has a follow-up post-op appointment scheduled with the ecp in three to four weeks. Additional information has been requested but not yet received.

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for evaluation. A trend related investigation was performed and no trend could be identified. There were no non-conformities or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
Unopened product from the same lot was returned and was found to be within specification. The root cause could not be determined. (B)(4).

Event description:
On 04/21/2015, medical records were received from the reporting eye care provider (ecp). Synopsis as follows: (B)(6) 2015 - the patient presented to the office for scheduled follow-up, status post corneal transplant in the right eye (os) due to fusarium infection on (B)(6) 2015, with no reported symptoms. It is reported that the patient had been treated with a month-long course of voriconazole and prednisolone 1% qid os, with continuation of the prednisolone 1% qid at the time of the visit (treatment dates and dosage for voriconazole not available). Physical examination findings of the left eye showed the cornea with a clear pkp (sutures and epithelium intact) with no edema or signs of infection; the remainder of the slit lamp/fundus examination was within normal limits. Assessment and plan - graft healthy and intact with no signs of residual or recurrent infection. The patient was instructed to continue the prednisolone 1% qid os and return to the clinic in one month (or sooner if symptomatic). (B)(6) 2015 - the patient presented for follow-up feeling that her vision was "slightly better" os and continuing on prednisolone 1% qid. Physical examination findings of the left eye showed the cornea with a clear pkp (sutures and epithelium intact) with no edema or kp; the remainder of the slit lamp/fundus examination was within normal limits. Assessment and plan - graft healthy with no signs of residual infection. The patient was instructed to continue the prednisolone 1% qid os and return to the clinic in one month. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint product has not been returned for evaluation at the time of this report. Retained product from the same lot was visually inspected with no particulates seen on the lens or in the solution; no seal integrity issues were seen. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
It was reported that the patient presented to the ecp's office on (B)(6) 2015 status post corneal transplant in the right eye; this should read "status post corneal transplant in the left eye." (B)(4).

Event description:
On (B)(6) 2015, medical records were received from the reporting eye care provider (ecp). Synopsis as follows: (B)(6) 2015 the patient presented to the office for scheduled follow-up, status post corneal transplant in the left eye (os) due to fusarium infection on (B)(6) 2015, with no reported symptoms, on prednisolone qid. Graft stable and healthy; no signs of rejection. Intraocular pressure good. Physical examination findings showed the os cornea with a clear pkp (sutures and epithelium intact) and no edema, with trace nuclear sclerosis seen on the bilateral lenses; the remainder of the slit lamp/fundus examination was within normal limits. The patient was instructed to continue the prednisolone 1% qid os and artificial tears prn, and was advised to return to the clinic for follow-up in one month. (B)(6) 2015 the patient presented to the office for scheduled follow-up, status post corneal transplant in the left eye (os) due to fusarium infection on (B)(6) 2015, reporting that her vision seems to be better without glasses prescription, and on prednisolone qid. Graft stable and healthy; no signs of rejection. Intraocular pressure normal. Physical examination findings showed the os cornea with a clear pkp (sutures and epithelium intact) and no edema; the remainder of the slit lamp/fundus examination was within normal limits. The patient was instructed to use the prednisolone 1% tid os and artificial tears prn, and was advised to return to the clinic for follow-up in 6 -8 weeks (suture removal may begin at that time). Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the eye care professional on (B)(6) 2016 who stated that the patient is doing well and her vision is good and she is very happy. No issues at all.